Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
The device was returned as part of the asset return process. The additional evaluation findings are as follows: the light cover glasses were cracked, the optical cover glass adhesive was pitted, the distal end adhesive was pitted, the control body aspiration housing and air/water housing colored ring was worn, the scope connector had water leakage/excessive fluid ingress, the image condition failed and the down, left and right angles were not to specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The colonovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, the air/water channels were cloudy in appearance with a simethicone type product found (contaminated channels indicated). There was no procedural or patient involvement associated with this event.